Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Customer's high blood glucose started in the evening until the following day ranging from 311 mg/dl to over 600 mg/dl. Customer stated they received an insulin flow blocked alarm. During troubleshooting, the customer removed the infusion set and it had a bent cannula. Customer declined further troubleshooting for bent cannula.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 600 mg/dl at the time of incident. The customer¿s other blood glucose was 475 mg/dl and 482 mg/dl, 311 mg/dl. Customer had symptom like nausea. Customer treated with insulin pump and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they were using the auto mode feature. The customer reported that the customer did not allege insulin pump was under delivering. The customer reported that the insulin exited at the quick release. Customer declined to continue insulin pump troubleshooting. The insulin pump will not be returned for analysis.